Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 10/31/2022 under wo #(B)(4). Manufacturing record review: DHR 327611 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: not applicable. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. No additional information was available as the compliant units were not returned for an evaluation. Product receipt: the complaint unit was returned via RMA 343432. Visual evaluation: visual examination of the complaint unit revealed surface deformation on the cup base and determined to be what the customer referred to as a 'hole'. The spot was determined to be the gate location when molded. A hole would prevent proper function of the device making it incapable of pulling pressure or maintaining it. Functional evaluation: complaint unit was functionally evaluated and found to function properly. The unit held pressure in the green zone up to 5 minutes. Each unit is tested to 1 minute during assembly testing. Root cause: as the unit has shown to function well, hold pressure, release well, and free of structural damage, the root cause is potentially due to handling error in use. Possibly due to improper sealing when in use. *correction and/or corrective action as the device functioned well and held pressure beyond the typical length of time in production a root cause is not applicable as the complaint condition was not confirmed. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. *was the complaint confirmed? No *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
As per details reported on incoming (B)(4): "we unfortunately had an issue with a vacuum assisted delivery where the vacuum continued to lose suction. The provider who was applying the vacuum felt the vacuum was faulty and had a hole at the base near the cup. Initially there was concern that the infant had a fractured skull so a head CT was done. The results were negative however a small hematoma was discovered."

Manufacturer narrative:
Coopersurgical, inc.is currently investigating the reported condition.

Event description:
As per details reported on incoming (B)(4). "We unfortunately had an issue with a vacuum assisted delivery where the vacuum continued to lose suction. The provider who was applying the vacuum felt the vacuum was faulty and had a hole at the base near the cup. Initially there was concern that the infant had a fractured skull so a head CT was done. The results were negative however a small hematoma was discovered."